Manufacturer narrative:
The ca2 reagent lot number was 920240 with an expiration date of 31-jan-2027. On 08-apr-2026, the field service engineer (fse) found an issue at the cell rinse station related to the cleaning adjustment. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 703 analytical unit. The initial result was 5.04 mg/dl. The repeat result was 8.87 mg/dl. The sample was repeated again with a result of 8.80 mg/dl.